Event description:
It was reported that the nylon ties are loose.

Manufacturer narrative:
During testing and repair at the service center, the device alarmed for low o2. This was due to loose tie wraps on the product tank.